Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the device displayed an error code, main printed circuit board (pcb) was out-of-specification. It was noted during analysis that the display wire was pinched with insulation exposed. Analysis also noted that the upper and lower case was broken, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) presented with an error code. A request to service the external pulse generator (epg) was also made. The epg was returned for repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.